Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, it was noted that there was an abnormal drop in the estimated battery longevity since the patient's previous visits. The drop was determined to be within range given the devices age of implant and the patient's programmed settings. No intervention was performed as the patient will continue to be monitored and no adverse patient consequences were reported.